Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported by the physician that they have experienced poor calibration of the stylus on two programmers and inquired if there was a known problem with the calibration with the newer programmers. It was further reported that the desired function was not always able to be activated, or that an incorrect function was sometimes activated. It was noted that even when recalibrated, it only seemed to last for about a week. The programmers were replaced and are being returned for service. No patient complications were reported as a result of this event.